Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 12 x 2.50 promus premier¿ drug eluting stent was selected to treat the lesion. However during unpacking, it was noted that the stent strut was lifted. The device was not used and the procedure was not completed for another of the same device was not available. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a promus premier ous mr 12 x 2.50 mm stent delivery system was returned for analysis with a dislodged stent. A visual and microscopic examination of the crimped stent found stent damage. The fourth most proximal stent strut row was damaged and lifted slightly from the stent profile. The remaining undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip revealed no issues. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 12 x 2.50 promus premier¿ drug eluting stent was selected to treat the lesion. However during unpacking, it was noted that the stent strut was lifted. The device was not used and the procedure was not completed for another of the same device was not available. No patient complications were reported and the patient's status was stable.